Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents and/or complaints from this lot. The investigation determined the reported complaints appear to be related to operational context. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat a lesion located in the left anterior descending coronary artery that was both moderately tortuous and calcified. The trek rx 2.50 x 30mm balloon dilatation catheter (bdc) failed to cross the lesion. There was also resistance with the lesion during removal of the bdc. A non-abbott device was used for the replacement to complete the procedure. There were no reported adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.